Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient was experiencing worsening spasms in their right hamstring since a motorcycle accident that occurred 2-3 weeks prior to the date of this report where the patient fractured their pelvis. The hcp was calling for compatibility information regarding the use of external stimulation on the patient¿s right leg. The hcp stated that the spasms were not thought to be related to the patient¿s implantable neurostimulator (ins), but later made an uncertain statement about a possibility that it could be related to something in the patient¿s back. It was noted that the hcp didn¿t completely rule out a possibility of a problem with the patient¿s device. The hcp stated that the patients ins had been working well to control their symptoms in their left leg, which was the reason the device was originally implanted. It was noted that the patient had an appointment scheduled with a neurologist within the next week for further evaluation of their right leg. Indication for use is chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.